Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 6 on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and instructed the hp to cycle the machine. The tsr informed the hp to use manual bags. There was no reason for the message. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated he did not notice anything wrong with the setup at the time of the alarm. The hp stated he continued therapy the following day on the cycler. The hp did not contact his peritoneal dialysis nurse (pdrn) regarding the alarm or missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.